Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the olympus service center was unable to confirm the reported event. Therefore, root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿3.2 inspection of the endoscope: inspection of the endoscope: 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak at the biopsy port, the bending rubber had a chip and scratches, the forceps passage was loose with no glue around the biopsy port, and the image was blurry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera bronchofibervideoscope had the biopsy port loose. The issue was found during reprocessing. There were no reports of patient harm.